Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened escape button dome switch. The keypad connector was fully locked. The drive support disk was inspected and no anomaly was noted. The insulin pump had minor scratched lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip. No crack on lcd window noted. The insulin pump was returned without the original belt clip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of having issues with transmitter. Customer also reported that insulin pump was dropped causing display screen to crack and buttons responded intermittently. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.